Event description:
It was reported that an automix 3+3 compounder had a yellow station rotor which stopped functioning. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of "yellow rotor stopped functioning" was not confirmed. The referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. If any additional relevant information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. A follow-up report will be filed if any additional relevant information becomes available.